Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which was part of the shortened replacement window advisory, originally communicated (B)(6), 2007, had a monitoring battery voltage of 2.65 v after 24 months of implant.

Manufacturer narrative:
Technical services advised that the device follow-up intensify to monthly. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. The device was explanted more than two years later, and was replaced with another boston scientific ICD. There was still some concern that the device depleted faster than expected. The explanted device will be returned for laboratory analysis. This report will be updated when additional information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.